Manufacturer narrative:
Product analysis: review of the device history record (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. No autopsy was performed and the valve remains implanted; therefore, no product analysis can be performed. Conclusion: the reported event indicated that approximately three years, nine months and twenty-four days following implant of this transcatheter bioprosthetic valve, the patient was hospitalized for congestive heart failure (chf). Heart failure is known potential adverse effects per the device instructions for use (IFU). Unfortunately, a relationship of the reported chf to the device or procedure could not be determined; though it was likely related to a patient condition. A conclusive cause could not be determined from the limited information available. The event also reported that imaging was performed and showed calcific aortic stenosis. Stenosis is a known potential adverse effect per the device IFU. Stenosis of bioprosthetic valves could be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non-structural dysfunction (e.g. Pannus, obstruction). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. Unfortunately, without a copy of the echocardiogram or imaging film for review and without device return for analysis, the failure mechanism of the device could not be established, and the conclusive cause of the reported stenosis could not be determined. It was further reported that the patient was evaluated for a transcatheter valve intervention. It was determined that the patient was not a good surgical candidate due to the general poor condition of the patient. The patient was medically optimized without further intervention. Twelve days after presenting, the patient was discharged for hospice care. The discharge diagnosis was acute chf exacerbation. Four days later the patient died. Per the physician, the cause of death was unknown. The report of patient death post-implant did not provide a specific cause. In this case, an autopsy was not performed and it's unknown if an explant was performed. With the information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years, nine months and twenty-four days following implant of this transcatheter bioprosthetic valve, the patient was hospitalized for congestive heart failure (chf). Imaging was performed and showed calcific aortic stenosis. The patient was evaluated for a transcatheter valve intervention. It was determined that the patient was not a good surgical candidate due to the general poor condition of the patient. The patient was medically optimized without further intervention. Twelve days after presenting, the patient was discharged for hospice care. The discharge diagnosis was acute chf exacerbation. Four days later the patient died. Per the physician, the cause of death was unknown. No autopsy was performed.